Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and an out of range impedance notification was noted. The patient presented to the clinic for follow-up on (B)(6) 2016. In clinic, upon interrogation, the left ventricular lead exhibited normal impedance measurements. A fluoroscopy would possibly be scheduled. The patient was in stable condition and would continue to be monitored.